Event description:
Doctor met resistance upon removing epidural catheter, continued to pull. Upon removal, found tip of catheter missing (approx 1 cm). Pt in for bowel cancer. Unable to see catheter on x-ray.